Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer involved in motorcycle accident. Customer was transported to hospital. Customer stated that he was not low or high blood glucose at the time of accident. Blood glucose reading at the time of the accident was 100 mg/dl. Nothing further reported.